Event description:
Per the clinic, the patient developed swelling at the implant site and was subsequently treated with both oral and topical antibiotics (date not reported). However, the issue did not resolve. The implanted device remains.